Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, a stent fracture occurred. While advancing the 2.5x16mm express stent, the stent became stuck on the guide wire inside of the guide catheter. The stent did not enter the patient's body. The physician pulled back on the stent with greater than usual force to get the stent off the guide wire. During removal, the stent fractured. The procedure was successfully completed with another device. No patient complications were reported and the patient status is fine.